Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele and stress urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and boston scientific lynx suprapubic mid-urethral sling system, bs lynx was implanted. The patient underwent a gynecological procedure on (B)(6) 2008 and bard avaulta plus biosynthetic support system-anterior, bard avaulta plus-anterior, and bard avaulta plus biosynthetic support system-posterior, bard avaulta plus-posterior were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 05/17/2016. It was reported that following insertion the patient experienced recurrent cystocele and rectocele.

Event description:
It was reported that following insertion the patient experienced recurrent cystocele and rectocele.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent partial mesh removal on (B)(6) 2011 and on (B)(6) 2008 underwent mesh removal.